Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing was observed when patient presented in clinic with non-sustained right ventricular episodes. Analysis of the episodes revealed low amplitude oversensed noise. Noise was not reproducible in clinic. Programming changes were made. Patient will be followed normally.